Event description:
Philips eto2 capnography system failed while performing sedation. Error message stated needed to be re-zeroed, but system would not re-zero despite multiple attempts by staff and clinical engineering who were on site. Attempted to change cannula with no success. Attempted to change capnography unit with another unit with no success. System was not restarted because patient was on the table being monitored. FDA safety report ID# (B)(4).